Event description:
Received an electronic report from a peritoneal dialysis user facility rn, who has reported her pt was unable to unscrew the connection for use. The rn reported that the pt brought in the product for her to see and the rn was also unable to unscrew the connection. The report also stated that the pt was able to use the second connection for her dialysis treatment. The report also stated that the pt was diagnosed with peritonitis. The initial reporting rn was contacted where it was learned the connector was cemented dry. A culture was obtained of the effluent and the results of that culture were positive. The organism recovered was staph epi. The pt was prescribed and treated intraperitoneally with vancomycin for three weeks and has reportedly fully received. The device is available for evaluation.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR reveiw. Lot met all release criteria. Sample analysis: one sample(actual complaint sample) was received without the original packaging nor original labeling. Visual analysis: no evidence of dried iodine was found. There was no gap between the cap and connector body indicating the cap had been overtightened. The reported complaint is confirmed. Corrective action: engineering dept has created manual verification of the gap between the cap and connector body using the calibrated gauges made for this purpose. This will detect or reject over tightened caps.